Event description:
It was reported by the patient's family member that when trying to start the remote monitor the phone cord would not fit into the side of the monitor. There was also "something loose inside" so the cord would not fit. The monitor previously had sent successful transmissions. The monitor will be replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.